Manufacturer narrative:
The sample device is indicated as available for evaluation. As of the date of this report the sample has not yet been returned. Without such evidence, the complaint cannot be confirmed. A follow-up report will be provided if additional information is received for review.

Event description:
Patient was found with PICC line disconnected at hub. Patient unable to receive ordered infusions. No active bleeding from line, although PICC line open under dressing. Dressing saturated with no other blood noted. PICC line removed.

Manufacturer narrative:
H3 other text : placeholder.